Event description:
It was reported that the scope is blurred after autoclaving. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during technical investigation the following was observed: the shaft of the lens is visibly bent. The distal solder seam is mechanically damaged (impact mark) and leaked. Foreign particles/abrasion and moisture ingress are evident in the rod lens system. Moisture is also present on the eyepiece lens. Further damage can be seen on the surface (scratches) and at the distal end. The defects/damage found are not due to a production/manufacturing fault. Such damage is caused by improper handling during clinical use or can be caused by failure to follow the clinical reprocessing instructions. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Appropriate warnings about the correct handling of the device and the product testing as well as precautions and warnings are included in the corresponding instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).